Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis due to a bent cannula from the infusion set. The patient was feeling unwell and took herself to the hospital. The blood glucose result at the hospital was 27.0 mmol/l. The patient was taken off of the infusion device and put on a sliding scale. The type of treatment given to the patient was not provided. The patient was in the hospital for 2 days. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.